Event description:
It was originally reported that the patient was unable to adjust her stimulation. The functioning of the interstim device changed when she recharged a non-medtronic neurostimulator in her back. The healthcare provider confirmed that the patient's interstim device had been shutting off since the patient was implanted with a non-medtronic neurostimulator in her back. The patient has had an increase in urinary frequency, nocturia and straining to void was intermittent. The patient was reprogrammed. The patient had her interstim device replaced. No injuries to the patient were reported.

Manufacturer narrative:
.